Event description:
During prep, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
During prep, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck was revealed. A product history review of lot f2109603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, instructs users to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2109603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The device will be returned for evaluation.